Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 10/02/2018. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot m18138.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result on (B)(6) female patient with an episode of chest tightness. There was no patient information at the time of this report. Return product is available. Method: I-stat, date: (B)(6) 2018, collected: 16:26, tested: 16:30, result: 0.00 ng/ml, sample: a; lab, (B)(6) 2018, 16:30, 16:47, 3.21 ng/ml, b. Per I-stat system manual: art: 714258-00q: reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of results). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The customer states the patient's EKG was normal. There was no catheterization reported. However the customer states the patient was stable and has diagnosis of nonstemi. The investigation is underway.